Event description:
It was reported while using bd largebore 8 inch ext vlv the product was clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: could not flush extension set, discarded and tried another. 3 in total were affected.

Manufacturer narrative:
Three 20059e-0006 samples from lot 21076082 were received in opened packaging for investigation (appendix 1); no residual fluid was present in the devices. The feedback provided by the customer indicates complete occlusion was detected at the smartsite component during priming. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. All returned samples were subjected to functional testing by connecting the devices to a retained 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the smartsite piston opened and no occlusions or flow restrictions were detected (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21076082 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer (appendix 3 & 4). A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.